Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis confirmed and reproduced the error c-34 upon testing the iesu on an in-house system in normal mode.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure, the customer informed the technical support engineer (tse) that error c-34 occurred on the integrated electrosurgical unit (iesu) when the customer was using monopolar instrument. It was confirmed that the iesu was connected directly to the power outlet. The customer power cycled the iesu, but the issue was not resolved. The tse had the customer use an external esu for monopolar instrument. The procedure was completed as planned with no reported injury.